Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that infection was confirmed at the lead and the patient was on antibiotics. The infection was noted to have started in (B)(6) 2016, the week after surgery. It was noted that the patient healed slow and she had multiple sclerosis and diabetes, which were both noted to be pre-existing conditions. The patient had been on antibiotics and everything was good and was working great. The patient noted that her pain was at a 2 when it used to be higher. No device issues were alleged regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.